Event description:
It was reported by repair work order that the cot would not release from the power load while a patient was on the cot. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was found that the cot could be loaded and unloaded manually. The service technician also confirmed that the customer is aware of the proper way of loading and unloading the cot manually. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported by repair work order that the cot would not release from the power load while a patient was on the cot. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.